Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was inaccurate after running calibration. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus would not calibrate with the touchscreen. The touch controller board was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Failure analysis was performed on the touch controller printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: perform touchscreen calibration on a known good unit. Stylus works correctly, and touchscreen responded normally. The returned touch controller pcba was installed into a known good unit. Noted screen cursor and stylus tracking was not in alignment. Performed touchscreen calibration 3 times. The issue remained unresolved. Installed back the known good touch controller pcba into the known good programmer. Performed successful calibration. Stylus works correctly. Conclusion: complaint confirmed ¿ touch controller pcba out-of-specification electrical. If information is provided in the future, a supplemental report will be issued.